Event description:
It was reported by the aci vascular closure specialist that a patient underwent a diagnostic peripheral procedure on (B)(6) 2012. Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 5f to close the access site. It was reported that after the balloon was pulled back to the arteriotomy, the physician shuttled down to the hard stop and felt the click. The shuttle would not retract when the physician attempted to retract the sheath. After several attempts, the physician was able to retract the shuttle by the shuttle handle while holding the sheath in place. The balloon was deflated and the device was removed from the patient. Upon removal of the device, the device was inspected and it appeared that the sealant was stuck in the distal end of the black shuttle tube and partially expanded. The patient was converted to manual compression for approximately 15 minutes with no further complications. The patient was ambulated and discharged as originally planned with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1211402) indicated that the device lot met all established performance criteria prior to shipment.